Event description:
During catheterization, an angio-seal device was placed in pt's leg. Pt has suffered unbearable pain since the procedure. Pt cannot be on leg very long and has stayed in, not able to go shopping or to store. The pain is excruciating behind their knee. Therapy not recommended for pain per therapist.